Manufacturer narrative:
Image review: photo 1: image shows the distal and proximal portion of a device and a 2.25mm*30mm endeavor resolute shelf carton. Deformation is evident to the stent. The lot number printed on the luer of the device corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent device was attempted to be used to treat a moderately tortuous, severely calcified lesion with 92% in the distal rca. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It is reported that the stent failed to cross the lesion. An image provided shows that stent deformation also occurred. The procedure was completed using another brand of device. No patient injury is reported.

Manufacturer narrative:
Stent deformation occurred in vivo after the stent failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.